Event description:
It was reported the patient is no longer feeling stimulation. In addition, the patient programmer will not communicate with the ipg. The ipg was reported to be superficial. Adding space and a replacement patient programmer and programmer wand did not resolve the issue. The patient has been referred to his pain management physician to discuss surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.